Event description:
The customer tested his blood glucose and received a reading of 320 mg/dl using his contour meter. He retested using another meter and received a reading of 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.